Manufacturer narrative:
A follow up report will be sent within 30 days pending completion of the investigation.

Event description:
The physician placed 3 stents with no issues. After placement of a 4th stent, they went to remove the device and noticed that about 12 inches of stylet shaped metal were protruding out of the black sleeve of device. The physician believes that this caused some bleeding in the bile duct but not a dangerous amount.

Manufacturer narrative:
The device was not returned to (B)(4) for evaluation therefore, a document based investigation was carried out. As the device has not been returned the cause of the complaint could not be conclusively determined. The customer complaint was confirmed based on customer testimony. A review of the manufacturing records could not be performed as the lot number was not provided. Prior to distribution, all fs-oa-10 devices are subjected to visual inspection and functional checks to ensure device integrity as per internal procedures in place at (B)(4). The instructions for use, state the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the instructions for use also state the following in the precaution section: ¿ do not use this device if stent cannot advance through strictured area.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report based on the completion of the investigation. The physician placed 3 stents with no issues. After placement of a 4th stent, they went to remove the device and noticed that about 12 inches of stylet shaped metal were protruding out of the black sleeve of device. The physician believes that this caused some bleeding in the bile duct but not a dangerous amount.